Event description:
It was reported that this left ventricular (lv) lead is exhibiting high out of range impedance measurements. Also, high capture thresholds were noted. Boston scientific technical services (ts) was consulted, and further testing was recommended. No adverse patient effects were reported. At this time, this cardiac resynchronization therapy defibrillator (crt-d) system remains in service.